Event description:
It was reported that cgm displayed malfunction message. There was no reported adverse impact to the customer¿s blood glucose level. Customer performed pump reset with guidance from technical support, malfunction message did not return, and customer was advised to wait 20 minutes before starting sensor session, which customer understood and acknowledged.